Manufacturer narrative:
On november 29, 2023, mentor was notified that the patient had magnetic resonance imaging performed which indicated bilaterally ruptured breast implants. As a date off explantation has not been provided, information was inadvertently submitted incorrectly in the initial report. The corrections are being reported as the following. The "is other serious" check box should have been selected instead of the "is required explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4) in the initial report, b2 is other serious should have ben selected instead of b2 is required intervention. Additionally, h10 should have included the statement this statement "at the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate." And "reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time." As the device as a intervention". At the time of this report, mentor has received no information regarding date of explant has not been provided.

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient underwent bilateral breast implant removal and replacement with undisclosed gel implants on (B)(6) 2023. Additionally, the complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On january 12, 2024, mentor became aware that the patient was replaced with 475cc (left-sided) and 400cc (right-sided) mentor memorygel boost breast implants. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the patient also experienced swelling in her breasts. Additionally, ultrasound imaging indicated several breasts masses in each breast. Reason for device explant and/or reoperation: local reaction, breast mass . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent a primary breast augmenation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture of the breasts during an in-person visit with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-09495 for the contralateral event.